Event description:
Chronic obstructive pulmonary disease, unspecified. Patient reported that her nebulizer stopped working and she needs one sent to her. No missed doses or adverse events reported. Unknown if patient has nebulizer on hand for return. Product lot and expiration date are unknown. Unknown if md is aware. No additional information reported.